Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins).  Rep reports the patient (pt) had 0-7 electrodes showing all red, high impedances all greater than 40,000. Rep reports the doctor took that lead out and replaced it with another one. Rep states they asked for the device to be returned but the facility's policy was that the product needed to be discarded if was implanted in a patient. Product was discarded. Rep reports the pt also reported a loss of coverage. Pt said they had a fall sometime in (B)(6) of this year, which was the suspected cause. Rep reports it was unknown if any other actions/interventions were taken stating they could follow up with the doctor for this information. Rep reports the issue was resolved with lead replacement.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include:   brand name vectris surescan; product ID 977a260 (B)(6); product type: 0200-lead; implant date (B)(6) 2024; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.